Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was not able to charge his left ins. Recharger showed reposition antenna screen and programmer was not connecting either. Pt has 2 inss and 2 rechargers. Pt used the recharger from the right ins and tried it on his left ins and it did not connect either. Pt said he usually charges every day because he uses therapy 24/7 and never turns it off. Pt says he makes sure inss stay charged. Redirected to hcp since both rechargers and programmers were not connecting. Pt said his managing hcp for the device was the internal medicine hcp dr. (B)(6) at (B)(6) clinic. Pt did not know the first name.